Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Journal article: facciolongo et. Al., recurrent lung atelectasis from fibrin plugs as a very early complication of bronchial thermoplasty: a case report, multidisciplinary respiratory medicine, may 8, 2015, doi: 10.1186/s40248-015-0002-7 the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure in the lungs. According to the literature, four weeks after an initial bronchial thermoplasty procedure, a second bronchial thermoplsty was performed with the same premedication and deep sedation protocols. Sixty-one valid activations were administered in the bronchi of the left lower lobe. Bronchoscopy showed reduction in secretions as compared to the first session. Six hours later, a severe bronchospasm occurred with respiratory failure. Chest xray. Showed a partial atelectasis of the left lower lobe. A flexible bronchoscopy on noninvasive ventilation showed again a plug occluding the left lower lobar bronchus. The plug was removed with forceps fragmentation and washings. After five days the patient was discharged.